Event description:
A facility representative reported that the lens was exchanged for an unknown intraocular lens, 1 months and 15 days after the initial implant procedure. The reason was unknown. Additional information received stating that patient had blurry vision. The clinical reason for explant was low contrast and dysphotopsia. Additional information received stating that patient had blurry waxy vision, poor uncorrected and best corrected vision. The lens was exchanged with non-company iol. The patient's outcome was resolved.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company 24.0 diopter (add power +2.2/+3.2) lens was replaced with an unspecified, monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patients vision needs. No additional information has been provided at this time. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).